Manufacturer narrative:
Device evaluated: visual inspection performed and found tamper seal removed/broken. All labels were still intact. No physical damage was found on the device. As a result of checking the log, it confirmed, that there was a record of the alarm message of "system error 46876", during pump operate on june 24, 2023. The reported issue was not duplicated, it could not confirm the customer reported issue. However, it confirmed, that the led light does not turn on/blink, even though the dose cord is connected to the pump. The cause of the reported used was, due determine because it is not reproducible the occurrence of error 46876. Which was reported, approximately 4 minutes after using the dose, and the fact that the dose code was found to be defective, suggests that the error may have been caused by a periodic self-checking function, that caught a communication error related to the dose function. Product is beyond a year from manufacture. And there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously. Int of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported, the device exhibited. That during the use of the product, an error (the error code 46876) occurred in it. No patient injury. Device available for return. No additional information is available for this complaint. It is unknown, if there was patient involvement. And no adverse patient effects were reported by the customer.